Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure during the second freeze in the right superior pulmonary vein (rspv), phrenic capture was lost. The freeze was immediately stopped. The case was completed with radiofrequency. The phrenic nerve was not captured at the end of the case. It is unknown if the phrenic nerve injury resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed thirteen applications were performed using a 2af284 balloon catheter identified with lot number 12428. The patient file did not show any system notices on the reported date of the event. The failure file was not received. In conclusion, the reported clinical issue of phrenic nerve injury (pni) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.